Event description:
It was reported that low pacing impedance was observed. Lead to be monitored.

Event description:
New information notes the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.